Manufacturer narrative:
(B)(4). It was reported that the patient was born in 1970. The patient's ethnicity was reported as (B)(6). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy pd fluids and diarrhea. On the same day, the patient was hospitalized for abdominal pain, cloudy pd fluids and diarrhea. On an unreported date, the patient was treated with entiname (400 milligrams, 4 times a day, route of administration not reported) and cefazolin (250 milligrams, 4 times a day, route not reported) for peritonitis. Thirteen days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. The dianeal therapies were ongoing. No additional information is available. This is report 2 of 3.